Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with complaints of dizziness. Upon interrogation, an alert for pacemaker-mediated tachycardia (pmt) was observed. Dizziness was reproducible in clinic when pmt was noted in clinic. Programming changes were suggested. Patient's condition was stable. No further information was available.